Event description:
2014 (B)(6), 07:14:57 (B)(4) it was reported that the right ventricular (rv) lead experienced rising thresholds since implant until there was total loss of capture and sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling; the outer insulation of the proximal conductor of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression; visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Visual inspection found outer insulation breached and blood ingression. The breached insulation did contribute to the electrical complaints of high thresholds and sensing and it appears to have been caused at the implant.